Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted as it became dislodged. The physician elected to implant a longer ra lead. No adverse patient effects have been reported.